Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) (B)(6) 2012. The patient stated that the alleged issue began a month prior to contacting lfs. The patient could not recall the exact blood glucose result she obtained on the subject meter but stated that it was 20 points higher than the blood glucose result she had obtained (immediately after) on another ultramini meter ("231 mg/dl"). The patient reported managing her diabetes with novolog insulin (set unknown dose, 3 times a day) and lantus insulin (set unknown dose, once a day). The patient told the mss that she tests her blood glucose 4 times a day and that her normal blood glucose results are in the 120 mg/dl range. The patient claimed that three weeks after the alleged issue began she had an "insulin reaction" ("blood sugar dropped") and her "vision began to fade." The patient told the mss that she had the insulin reaction because she consumed fewer carbohydrates due to the subject meter reading "20 points higher." The patient mentioned that she consumed an ice cream cone from dairy queen immediately after the onset of symptoms and that by the time she had finished it the symptom had abated. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The alleged issue was not resolved with training. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly consumed fewer carbohydrates due to the blood glucose result allegedly being 20 points higher than her other meter. The patient subsequently developed an "insulin reaction/blood sugar drop" and "vision fading" which is suggestive of a serious injury. In addition, the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.